Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Total hip dislocation. The head separated from the liner. No other devices disassociated. Needed to replace mdm and femoral head.

Manufacturer narrative:
An event regarding dislocation involving an adm liner and metal head was reported. The event was not confirmed. Method and results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, x-rays, primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available the investigation will be reopened.

Event description:
Total hip dislocation. The head separated from the liner. No other devices disassociated. Needed to replace mdm and femoral head.